Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was unable to communicate with the ipg using external devices. The pt reported, he had not recharged or used the ipg in over a month. The sjm rep met with the pt and confirmed the ipg would not communicate with a replacement external device. It was reported the physician planned to undertake surgical intervention to replace the ipg.